Event description:
On 3/2/10, a surgical technician at customers facility reported an as50 pump that alarmed line occluded during patient use causing an interruption of therapy on (B)(6) 2010, the surgical technician reported the pump was administering propofol when the pump alarmed occlusion causing an interruption in the administration of propofol to the patient. The nurse immediately started to administer propofol manually to the patient. No patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.